Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 550:320:654:0000; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with an error code of 550:320:654:0000 was confirmed and not reproduced during product evaluation. The root cause of this condition was not identified. However, the main batteries and battery harness were replaced as a precaution. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.